Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath sensor enabled contact force ablation catheter instructions for use (IFU). Additionally, the event description indicated that ablations were likely performed with an rf power of 30-32w. The tacticath se IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported steam pop and pericardial effusion. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, h2.

Event description:
During the procedure while ablating in the right atrium cavotriscupid isthmus, a steam pop occurred, the patient became hypotensive and a pericardial effusion was visualized on ice. A pericardiocentesis was performed to stabilize the patient.

Event description:
During the procedure while ablating in the right atrium cavotriscupid isthmus, a steam pop occurred, and a pericardial effusion was visualized on ice. A pericardiocentesis was performed to stabilize the patient. The physician stated that the steam pop was responsible for the pericardial effusion.